Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing high blood glucose levels for at least three days. The customer stated that she did a complete set change but her blood glucose was still 400 mg/dl. The customer's blood glucose was 270 mg/dl at the time of the event, and the most recent blood glucose was 356 mg/dl. She complained of fatigue and treated using the insulin pump. The customer was advised to disconnect from the device, remove the reservoir, rewind the device, reinsert the reservoir and run a manual prime with the current infusion set. She verified that insulin exited at the quick release. She was unable to check her insulin vial at the time of the call. No bent infusion set cannula was found. She declined to check her insulin pump settings. She advised that she would call back in order to perform the high pressure test when she obtained the tubing clamp needed for troubleshooting.